Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. No further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.